Manufacturer narrative:
(B)(4). Physio-control evaluated the customers device and verified the reported issue. Physio re-seated the cable-mounted plug connector to the pcb-mounted jack connector on the power pcb assembly and the reported issue was not duplicated again. After unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use associated with the reported event.